Event description:
Per the clinic, the patient experienced an infection (abscess) at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.